Event description:
When the device was used during a lobectomy procedure, there was difficulty and resistance turning the firing knob. Consequently the staples malformed. The case was completed using sutures. There was no pt consequence.